Event description:
It was reported that this right ventricular (rv) lead triggered an automatic lead safety switch (lss) from bipolar to unipolar configuration due to high out of range pacing impedance measurements. Technical services (ts) reviewed the data and noted a gradual increase in pacing impedance values over the past few months. Ts provided reprogrammed settings. No adverse patient effects were reported. This rv lead remains in service.